Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient's knee was revised to address collapsed medial and loosening of the tibial component at the cement to implant interface. The poly and tibial tray were removed. After examining the poly the doctor ask for the poly to be examined by depuy for unusual wear patterns and deficiencies for only having been implanted for 2 years. Doi: (B)(6) 2018. Dor: (B)(6) 2020; unknown knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : update 25-jan-2021: the investigation was re-opened upon receipt of the device. Examination of the returned device confirmed the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.